Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip and the tip does not align with the other grip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon noted that the tips of the medium-large clip applier were not aligned properly and was unable to properly clamp the clips and remove the applier appropriately. The procedure was completed as planned with no reported injury.